Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for low leakage volume had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that an alarm for low leakage volume had occurred. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
It was reported that an alarm for low leakage volume had occurred. Per good faith effort (gfe) response received 29jul2025, the customer replaced the mask to resolve the reported issue. The customer replaced the mask to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.